Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. A caller reported that the customer received scans that were between "103 mg/dl and 150 mg/dl" compared to how the customer felt. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). It was further reported that there were no comparison reading obtained as the readings provided scans were ¿within the patient's normal range". The customer experienced symptoms described as "being unwell, increasingly weak", nausea, and repeated vomiting. The customer to seen at a hospital where they were hospitalized, and a laboratory result of 1000 mg/dl was obtained. The customer was administered novorapid for the diagnosis of hyperglycemia. A post-treatment glucose result of 600 mg/dl was obtained but additional treatment was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the product were reviewed, and the dhrs showed the product met specifications prior to release to distribution. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/deficiency. If a product defect/deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott's post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. The customer's caregiver reported that scan results from the adc device ranged between 103 mg/dl and 150 mg/dl, which appeared within the customer's normal range and showed a horizontal trend arrow, indicating slow glucose change (less than 1 mg/dl per minute). Despite these readings, the customer experienced symptoms such as weakness, nausea, and vomiting. No capillary blood glucose comparisons were made at the time. Emergency services were called, and during transport, a healthcare professional measured a blood glucose level over 400 mg/dl. Upon hospital admission, further readings exceeded 600 mg/dl, and a laboratory result confirmed a glucose level over 1000 mg/dl. The patient was treated with insulin and monitored continuously. While hospitalized, the patient developed pneumonia and was treated with antibiotics. No glucose readings were taken from an adc device during hospitalization, as only blood glucose values were used. The sensor was removed shortly after admission. The patient passed away on (B)(6) 2025. The caregiver could not confirm an official cause of death, noting that all devices were turned off following the onset of pneumonia. No death certificate details were available at the time of reporting. Given the information presented at this time, it is inconclusive that the adc device has led to or contributed to the reported death.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Watermark was observed at the base of the sensor tail indicating sensor tail was properly inserted. Data was extracted using approved software, and extraction was successful. The returned sensor was found to be in sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality testing was performed on the sensor to verify if sensor is functioning as intended. The sensor was de-cased and visual inspection was performed on the printed circuit board assembly (pcba), and no issues were observed. The sensor¿s battery measured to be within specific range. Performed a source measure unit (smu) to ensure the sensor's electronics were functioning correctly. Poise voltage and sensor thermistor testing were performed and both were within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history review (dhrs) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. The customer's caregiver reported that scan results from the adc device ranged between 103 mg/dl and 150 mg/dl, which appeared within the customer's normal range and showed a horizontal trend arrow, indicating slow glucose change (less than 1 mg/dl per minute). Despite these readings, the customer experienced symptoms such as weakness, nausea, and vomiting. No capillary blood glucose comparisons were made at the time. Emergency services were called, and during transport, a healthcare professional measured a blood glucose level over 400 mg/dl. Upon hospital admission, further readings exceeded 600 mg/dl, and a laboratory result confirmed a glucose level over 1000 mg/dl. The patient was treated with insulin and monitored continuously. While hospitalized, the patient developed pneumonia and was treated with antibiotics. No glucose readings were taken from an adc device during hospitalization, as only blood glucose values were used. The sensor was removed shortly after admission. The patient passed away on (B)(6) 2025. The caregiver could not confirm an official cause of death, noting that all devices were turned off following the onset of pneumonia. No death certificate details were available at the time of reporting. Given the information presented at this time, it is inconclusive that the adc device has led to or contributed to the reported death. While the death certificate was not available, the readings from the customer's device were lower than the capillary and laboratory blood glucose values from the complaint report. Inaccurately low glucose readings over time (>6 hours) can lead to underdosing insulin, which can lead to diabetic ketoacidosis and/or hyperglycemic hyperosmolar syndrome (both can occur at the same time). The available data are insufficient to establish whether the device caused or contributed to the event. However, adc cannot rule out that the inaccurately low glucose readings from the sensor contributed to the event. The affected sensor serial number is included in adc field action fa1002-2025. Impacted product was distributed to andorra, austria, belgium, canada, denmark, finland, france, germany, italy, luxembourg, netherlands, new zealand, norway, san marino, spain, sweden, switzerland, UK, us, and qatar. Adc field action fa1002-2025 was issued only to impacted countries.

Manufacturer narrative:
This report serves as both a correction and an additional information follow-up report. The following sections have been updated: b1 - adverse event/product problem. B5 - describe event or problem. D4 - model #. D4 - expiration date. D4 - primary UDI number. G3 - date received by MFR. H4 - device MFR date. H6 - adverse event problem: component code, type of investigation, investigation findings, investigation conclusions. H7 - if remedial action initiated. H7 - other remedial action. H11 - additional MFR narrative. Additional information: an extended manufacturing review of the reported product has been performed. The device history records (DHR) for the products were also reviewed and the dhrs showed the product passed all tests prior to release. Sensor 0j26mptav has been returned and investigated. Visual inspection was performed on the returned sensor patch and no issues were observed. Data was extracted using approved software, and extraction was successful. A watermark was observed at the base of the sensor tail, indicating that the sensor was properly inserted. Sensor state 7 with event logs 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Source measurement unit (smu) test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. An internal visual inspection was performed on the sensor¿s printed circuit board assembly (pcba) and no issues were observed. An smu test with connector key was performed to ensure the sensor's electronics were functioning correctly. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of all functionality (smu) testing indicates that there were no issues with sensor functionality and electronics. The product was further transferred for a deep investigation, where visual and functional testing did not identify issues with the sensor electronics. Black deposits were observed in hook area of the flag. Based on the findings, the investigation alone could not determine if a product malfunction occurred. The freestyle libre 3 sensor had a gradual decrease in glucose reading beginning on (B)(6) 2025 and continuing until the end of the record on (B)(6) 2025. The available information is insufficient to determine whether the device caused or contributed to the reported event. Adc investigated this issue and determined that the freestyle libre 3 sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation conducted under fa1002-2025. This issue was addressed in the field by adc fa1002-2025. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK all pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. The customer's caregiver reported that scan results from the adc device ranged between 103 mg/dl and 150 mg/dl, which appeared within the customer's normal range and showed a horizontal trend arrow, indicating slow glucose change (less than 1 mg/dl per minute). Despite these readings, the customer experienced symptoms such as weakness, nausea, and vomiting. No capillary blood glucose comparisons were made at the time. Emergency services were called, and during transport, a healthcare professional measured a blood glucose level over 400 mg/dl. Upon hospital admission, further readings exceeded 600 mg/dl, and a laboratory result confirmed a glucose level over 1000 mg/dl. The patient was treated with insulin and monitored continuously. While hospitalized, the patient developed pneumonia and was treated with antibiotics. No glucose readings were taken from an adc device during hospitalization, as only blood glucose values were used. The sensor was removed shortly after admission. The patient passed away on (B)(6) 2025. The caregiver could not confirm an official cause of death, noting that all devices were turned off following the onset of pneumonia. No death certificate details were available at the time of reporting. Given the information presented at this time, it is inconclusive that the adc device has led to or contributed to the reported death.

Manufacturer narrative:
An extended manufacturing review is pending at this time. A follow up report will be submitted once completed. All pertinent information available to abbott diabetes care has been submitted.